Event description:
Event description guidant received information that this pacemaker, which was part of a field advisory regarding the hermetic seal component, was explanted and replaced due to unspecified performance issues.